Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 80 mg/dl. The customer was unable to clear the alarm by pressing act and esc despite several attempts. The caller confirmed that the insulin pump was dropped several days ago. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. However, the insulin pump is out of warranty and will not be returned or replaced.